Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the icp sensor indicated unusual high value of intracranial pressure such as 200 mmhg on (B)(6) 2017. The surgeon replaced to the alternative sensor, and there is no problem with alternative sensor. The patient¿s condition was stable . There was no surgical delay and no adverse consequences to the patient. No further information was provided by the hospital.

Manufacturer narrative:
The component was returned and evaluated by the supplier. A review of quality records was performed and it was found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found no visible damage to the sensor, catheter material or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on their evaluation, the supplier was unable to confirm the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.